Manufacturer narrative:
The complaint investigation for falsely depressed total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Ticket search by lots indicates that the reagent lots performs as expected for this product. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 62588uq08 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the total bilirubin assay using worldwide data. Review shows that the median patient result for lot 62588uq08 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 62588uq08. Based on the investigation, no systemic issue or deficiency with the total bilirubin assay for lot 62588uq08 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c8000 processing module for multiple samples. The following example results were provided: 24jul2023 sid (B)(6)initial result = < 1.7 umol/l, repeat result = 2.54 umol/l additionally, the following precision test was performed with the following results: 5.69 umol/l, 5.43 umol/l, 5.43 umol/l, 5.26 umol/l, 5.21 umol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c8000 processing module for multiple samples. The following example results were provided: (B)(6) 2023, sid (B)(6), initial result = < 1.7 umol/l, repeat result = 2.54 umol/l. Additionally, the following precision test was performed with the following results: 5.69 umol/l, 5.43 umol/l, 5.43 umol/l, 5.26 umol/l, 5.21 umol/l no impact to patient management was reported.